Event description:
It was reported to nuvectra that a revision of the stimulator was performed due to a bad shoulder which was causing the patient to have issues reaching and charging the stimulator. Subsequently, the stimulator was re-positioned to the stomach area which is easier to reach and the patient is doing well.